Event description:
An olympus marketing representative reported on behalf of the customer that the visera elite ii video system center had an e333 touch panel error. The issue was found during a laparoscopic colorectal resection procedure. The facility completed the procedure with the same device. There was no reported delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿e333 touch panel error¿ was not confirmed. The device evaluation found no abnormalities in the visible parts of the device. No e333 occurred despite operation of the control panels. No connection error was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (UDI) and d10 which were inadvertently missed on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, device designs may cause the error code "e333" even in normal conditions, which may have caused the indicated phenomenon despite the fact that the phenomenon was not reproduced at the olympus repair center. Olympus will continue to monitor field performance for this device.